Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2024. The patient experienced sensor failure after which they experienced hyperglycemia. On (B)(6)2024, the day of the event, the patient woke up at 03:00am and was vomiting. At that time, the dexcom device would have showed a sensor failure. The mother of the patient came home early but found the patient unconscious. The mother was unable to wake the patient up and called an ambulance. The patient would have been diagnosed with diabetic ketoacidosis but could not provide any details regarding the treatment or the duration of stay at the hospital, as she does not remember anything from the week of the event. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more then 24 hrs) is unknown. There was no documentation of further medical intervention. At the time of the event the blood glucose readings were still not under control, but it was understood that the patient had been discharged and had recovered. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional event or patient information is available.